Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch basic enhanced meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow up when attempted by medical surveillance (ms). The patient reported that the meter issue began on (B)(6) 2014. The patient detailed that she does not take any medication to manage her diabetes and decreased her food and drink intake in response to the alleged issue. The patient claimed that she developed symptoms of feeling ¿shaky and sweaty¿ and that she was treated with insulin by a healthcare professional (hcp) in hospital. During troubleshooting the cca noted that there was no apparent misuse of the product however the meter batteries required to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms of a blood glucose excursion and received medical intervention from a hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.